Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils was confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and the observations from the returned analysis, the investigation determined that the reported stretched coils appears to be related to circumstances of the procedure. In this case, it was reported that the guide wire was used in a heavily calcified femoral artery that is 100% stenosed which likely contributed to the reported and observed stretched coils. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. H6 correction: medical device problem code 1069 removed.

Event description:
Subsequent to the previously filed report, returned device analysis found that the coils were stretched rather than a separated. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a heavily calcified left superior femoral artery (sfa) that is 100% stenosed. An unspecified guide wire and catheter were used to advance through the total occlusion. A 300cm hi-torque (ht) steelcore guide wire was advanced via the right sfa to access the left sfa when it was noted through fluoroscopy, that the guide wire coils were stretched out. The guide wire was removed from the anatomy without issue and a slight separation of the guidewire coils was observed, however, remained in one piece. An unspecified steelcore guide wire was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.